Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) there was a sticky substance on the lens. The surgeon removed the substance during the initial procedure and there is no reported patient impact. Additional information was requested.

Manufacturer narrative:
A used company iii (d) cartridge was returned. A small amount of viscoelastic is observed at the end of the cartridge tip. The tip has heavy stress. The cartridge has evidence it was placed into a handpiece. No foreign material observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. A disruption was observed in the interior coating on the left side of the tip. Product history records were reviewed and documentation indicated the product met release criteria. A non-company lens was indicated with the information that viscoelastic was not used. The root cause for the report issue may be related to a failure to follow the dfu. Based on the review of the returned used company iii (d) cartridge, the reported substance may have been internal coating material from the company iii (d) cartridge tip. The cartridge was damaged. The customer indicated the use of a non-company lens. Per the dfu: the company iii iol delivery system is for implantation of company qualified foldable iols. No unqualified lenses should be used with the company iii iol delivery system. It was also indicated that viscoelastic was not used in the company cartridge. The manufacturer internal reference number is: (B)(4).